Event description:
It was reported that during a follow up in clinic, decreased sensing and low pacing impedance were noted on the right atrial (ra) lead. Abbott technical support was contacted and inappropriate automatic mode switching due to noise resulting in oversensing was noted on the ra lead. The device has been reprogrammed to resolve the event. The patient is in stable condition and will continue to be monitored.